Event description:
Customer reported that a crna connected the rf-100 into the primary y tubing. The plastic needle made it through the port but broke off inside the tubing. The crna noted the plastic needle travelling down the tubing and stopped the infusion. No pt injury or adverse outcome.